Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the surgeon did not feel he couldn¿t to the lead. It was noted the surgeon was not new the plasmablade and was well-versed on how to use it. It was noted there was no excess energy, the plasmablade was set at 6 and 6 as always. It was noted the patient had no ill affects from the incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and handpiece. It was reported that during a procedure upon dissection into the device pocket with the plasmablade for several minutes there was a sudden loss of capture. The hcp disconnected the ventricular lead from the device and connected it to the psa bipolar and there was no capture. It was noted that hospitalization was required as a result of the event and surgical intervention was required. It was noted there were not any patient symptoms or complications associated with the event. Additional information from the rep reported the lead function properly prior to implant, it was assessed in the pre-op area. It was noted that during the procedure utilization the plasmablade there was a loss of capture, and sudden increase in threshold. It was noted the thought was that the plasmablade may have interrupted the lead insulation.